Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-aug-2025, the user reported inconsistency issues with a dexcom g7 sensor. The sensor displayed a glucose value of 174 mg/dl while the user¿s actual blood glucose was 48 mg/dl. The discrepancy contributed to an episode of hypoglycemia. The event was self-managed and did not require outside assistance or medical intervention. During the event, the user experienced shaking, sweaty, tired, confused and did not feel good. No long-term health effects were reported.